Event description:
The patient had an anterior cervical microdiscectomy and fusion at 3 levels for cervical spondylosis and radiculopathy approximately 8 years ago. The patient fell approximately 3 years after the surgery. She suffered a fracture of the right upper screw in the plating system at the mid-body of the screw. The fusion matured uneventfully. She was followed for several years after that with no migration of the small fragment which had backed out approximately 3 to 4 mm from the plate. In recent years she has been having some swallowing difficulty. There was some thought that the fragment was impacting. The screw fragment was surgically removed this year in an effort to help her dysphagia.